Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a conclusive cause for the reported tissue damage could not be determined. The reported patient effect of tissue damage as listed in the mitraclip ntr/xtr instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was inserted, but prior to grasping, a restricted posterior leaflet was noted. The clip was successfully deployed on the medial side of the valve; however, a jet remained where the clip was implanted. Echocardiogram showed that the clip was stable on both leaflets, but one of the clip arms potentially perforated the posterior leaflet. To further reduce mr, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.